Event description:
The patient was undergoing a coil embolization procedure in the genicular artery using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern) and a non-penumbra diagnostic catheter. During the procedure, the physician encountered resistance and had difficulty advancing the lantern through the tip of the diagnostic catheter. However, the physician was able to advance the lantern into the target vessel. The lantern was then flushed and the pod pc was advanced through the lantern. After advancing the pod pc approximately 5cm into the target vessel, the physician was unable to advance it further. Therefore, the physician decided to retract the coil; however, while attempting to retract the pod pc, the coil became stuck. The physician attempted to advance and pull the pod pc back but there was no movement. On the second attempt of retracting the pod pc, the coil unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod pc was removed. It was reported that no physical damage to the lantern was found upon removal. The procedure was completed using a ruby coil, a new lantern and the same diagnostic catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.